Event description:
It was reported that this right ventricular (rv) lead exhibited elevated pacing impedances at 1000 ohms and capture threshold. During the explant procedure, the patient expired due to extraction complications. This lead remains in situ. No additional adverse patient effects were reported.